Event description:
The customer reported that she was hospitalized for blood glucose levels above 800 mg/dl. Prior to the event, the customer changed the infusion set and bolused, but her blood glucose levels remained high. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that the cannula was bent when she removed the infusion set. Found that the customer was using expired infusion sets as well. Advised the customer not to use expired infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.